Event description:
It was reported that during a percutaneous coronary intervention, an inflation gauge read incorrectly. The physician was treating a progressive lesion with a flextome cutting balloon when on the second inflation, the gauge on the encore 26 inflation device read incorrectly. The balloon was inflated to 6 atms and deflated. The physician confirmed the exit of contrast media from the balloon, but the gauge on the inflation device did not return to 0. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).